Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2016 with blood glucose of 400-500 mg/dl. Customer had symptoms such as not feeling well. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was not returned for analysis.